Manufacturer narrative:
The reported event of noise was not confirmed by analysis. Final analysis did not detect any anomalies.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted for elective replacement indicator (eri) and it was noted that there were episodes of noise during an unrelated surgery. No intervention was performed to address the noise, and the patient's status was unknown.